Manufacturer narrative:
(B)(4). Describe event or problem - additional, additional information/device evaluation, device evaluated by manufacturer - additional, event problem and evaluation codes - additional.

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected related to the complaint. A pairing test was performed and the test passed. Voltage testing was performed and the transmitter has voltage. A review of the downloaded data log confirmed the reported event of a loss of connection. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the patient experienced a loss of connection between transmitter and smart device and a hypoglycemic event. Patient's father reported that the patient experienced a hypoglycemic event and what seemed to be a seizure. Patient's parents tried to treat patient with orange juice and glucagon. Patient's called paramedics. The paramedics treated patient with an IV with a "sugar substance" and transported patient to hospital. Patient was kept in emergency room triage for 3.5 hours until patient was stable enough to go home. Patient's father alleges that the event occurred because he is not receiving alerts on the follow application. At the time of contact, patient is fine. No additional patient or event information was provided. Data was provided for evaluation. The reported loss of connection was confirmed via data. The root cause could not be determined. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.